Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a failed battery alarm. The customer¿s blood glucose level was unknown. It was reported that they had issues with battery. The customer stated that they had failed battery. The customer was advised that if alarm was not cleared the failed battery test alarm will recur with each new battery inserted. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test due to blank display.